Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient had an abscess at a former infusion site during an inpatient stay from (B)(6) 2026. Surgery was performed on (B)(6) 2026. The patient has been taking an oral antibiotic since last week with treatment continuing until (B)(6) 2026. The patient reports that the site where the abscess developed had already been painful immediately after cannula insertion. No further information available.